Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to an unknown product performance issue. This lead was never in service. No adverse patient effects were reported.